Event description:
It was reported that the left ventricular (lv) lead became dislodged. During the lead revision procedure, the physician experienced difficulty removing the lv lead from the device due to a setscrew anomaly. The physician was able to eventually remove the lead from the header. There was no adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".